Manufacturer narrative:
Additional information was received, and section b (describe event or problem) should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that a customer's CPAP device was overheating and was causing burns to the patient's face. There was no mention of medical intervention for the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white, and tan contamination in the iso port (international organization of standardization.) Light dust-like contamination on top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown brown and white specks of contamination on the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown specks of contamination in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that a customer's CPAP device was overheating and was causing burns to the patient's face. There was no mention of medical intervention for the reported event. The device has been returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.